Event description:
It was reported that, while being positioned into the headholder for scanning, a patient sustained a cut that was treated with stitches.

Manufacturer narrative:
Block d4 unique identifier: (B)(4). Legal manufacturer: hcs wso - 3000 n grandview blvd. USA waukesha, wi 53188. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed. H3 other text: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
An injury occurred when the patient was slid into position and the patient's head was bumped against the head holder. The patient was treated with sutures. The head holder was inspected and confirmed there were no design issues, damage or sharp edges identified. The head holder design complies with applicable design standard iec 60601-1 ed 3, clause 9.3: associated with surfaces, corners, and edges. The instructions for use contain information on properly positioning the patient.